Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold. On the chest x-ray, the lead was confirmed to be dislodged in the inferior vena cava. Subsequently, this lead was repositioned. To date, this ra lead still remains in service. No additional adverse patient effects were reported.